Manufacturer narrative:
As reported, the onflex mesh was noted to be contaminated with foreign matter. The sample was not returned for review and no additional information has been provided. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, onflex mesh contaminated with foreign matter. There was no patient involvement.

Manufacturer narrative:
As reported, the onflex mesh was noted to be contaminated with foreign matter. The sample was not returned for review and no additional information has been provided. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Received for evaluation was the opened onflex mesh product carton, inside the carton was the onflex mesh which was contained within the sealed inner sterile foil pouch. Evaluation of the returned sample finds no foreign matter/object on or within the product carton or on the inner sterile foil pouch. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, onflex mesh contaminated with foreign matter. There was no patient involvement.